Manufacturer narrative:
H.6. Investigation summary: this statement is to summarize the investigation of a complaint involving instrument bd kiestra inoqula track. According to the information provided, there was specimen contamination, and no other issues were reported. During the investigation, the field service engineer (fse) identified suspected specimen contamination during the inoculation process. Whole genome sequencing (wgs) at cnr confirmed contamination occurred between the recording and inoculation steps. Diagnostic analysis using kiestra/synapsys tools excluded contamination from inoqula talon or reada systems, and aerosol germ contamination was ruled out. All quality controls (qcs) were negative, and such cases remain rare due to corrective actions already implemented. The customer was contacted to finalize the product investigation report (pir). It was confirmed that the contamination was not related to kiestra systems, and system robustness was validated by the client¿s confirmation email. The pir process was closed after excluding system-related issues. Recommendations include continuing confirmatory testing and maintaining enhanced qc measures. Following this action, no further issues were encountered. Based on the investigation, this case has been assessed as confirmed as a bd quality issue. Review found no new trends, risks, or hazards were identified because of this complaint. The issue in this complaint does not require the initiation of corrective and preventative action (CAPA). A design history record (DHR) review is not required for this complaint. The complaint was evaluated via other elements of the investigation. Bd quality will continue to closely monitor trends associated with this issue.

Event description:
It has been reported that the bd kiestra inoqula track has been found producing erroneous results. No patient impact was reported. Report 1 of 5.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd kiestra inoqula track has been found producing erroneous results. No patient impact was reported. Report 1 of 5.